Event description:
It was reported that the pt experiences pain and a metallic taste with use of her implanted cochlear device. Testing of the pt's device revealed some open electrodes. The test was discontinued due to pt's discomfort. The center will pursue device revision surgery.